Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, the coil got jammed at the hub. As a result, the hub of the device had to be cut off. There were no complications or intervention.